Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Doctors' assistant reporting "deformation appeared a month after implantation. Objectively: visible deformation of the mammary, mammary is dense and painful on palpation. Baker grade iii contracture.". This relates to the right device. The device has been explanted.

Event description:
Doctors' assistant reporting "deformation appeared a month after implantation. Objectively: visible deformation of the mammary, mammary is dense and painful on palpation. Baker grade iii contracture.". This relates to the right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation summary: the device was returned to allergan for analysis and the device weighed 411.98 grams. Visual analysis noted crease fold in the shell. Under microscopic analysis a striated opening was observed on the anterior portion of the shell. Based on the device analysis the final assessment is: a striated opening on anterior portion of the shell, assessed as surgical damage consist in the use of some surgical tool. The device has an opening for this reason it is possible that deformation occurs. Additional information: d4, d10, g1, h3, h4, h6.